Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device passed active current measurement, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device received pump error 75 during self test and failed sleep current measurement due to corroded electronic assemblies. No critical pump error alarms noted.